Event description:
Customer called on (B)(6) 2011 reporting that their lh 500 hematology analyzer was generating erroneous high basophils (ba) with no instrument generated flags for approximately 70% of his patient samples. The erroneous results displayed a user-defined 'h' flag (result is higher than your reference interval high limit) in each instance and customer provided results for 3 patient samples. Customer stated that no erroneous results were reported out of the lab as the samples were rerun on another instrument (lh 780). Customer questioned the results because basophils (ba) values did not match results generated by the lh 780. No injury or affect to patient treatment was reported as a result of this event. This report is for the erroneous result generated for patient #3 which occurred on (B)(6) 2011. Please see medwatch #1061932-2011-02471 for the report on patient #1 and patient #2. Review of the prints showed high neutrophils (ne) and low lymphocytes (ly) as well as high basophils (ba). Field service engineer (fse) was dispatched and found the scatterplot miscut over lymphocyte population due to a chemistry mismatch caused by leak at the peltier module. Fse proceeded to replace the diff sample line, the blood sample valve (bsv) erythrolyse line, the reagent pak, and sheath lines from the peltier. Fse then measured and adjusted the differential pump volumes and verified repairs per established procedures. Results meet published performance specifications.

Manufacturer narrative:
Fse measured and adjusted the differential pump volumes.